Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump rate and volume to be infused were 25.7 ml/hour and 499 ml of heparin. The pump ran for 9.5 hours, and the volume given should¿ve been 244 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.